Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the procedure room for a rv lead repositioning. During one week post-op check, high capture threshold and low sensing were observed. The lead was repositioned on (B)(6) 2018. The patient¿s condition was stable.